Manufacturer narrative:
Five (5) 2.0x11mm fossa x-drive screws (part# 99-6581, lot# unknown, manufacturing dates unknown) were returned without the original packaging. They were returned for the complaint that one of the screws broke below the head during a procedure. Upon evaluation the complaint was confirmed as one of the five returned screws has been fractured below the head. The screws were visually evaluated with a digital microscope. One of the screws is fractured at the first minor diameter from the head and perpendicular to the length of the screw. The fracture is typical of an over torqued screw. The remaining four screws have no damage or signs of use. There are no indications of manufacturing defects. The screw is not self-drilling and requires a hole to be pre-drilled prior to insertion of the screw. If the hole is not deep enough for the screw it could excessive force to insert the screw resulting in a fracture. The most likely underlying cause of the fractured screw is excessive torque applied during use.

Event description:
The sales associate reported the screw broke below the head during a procedure and the patient retained a portion of the screw.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.